Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed base not responding, syringe flange sensor failure, battery communication timeout, and force sensor test. The pump turns on with syringe flange sensor failure at startup. Diagnostics found the ear clip sensor constantly reading true. Internal inspection found the ear clip optocoupler was not installed correctly from a repair attempt causing misalignment. Additional problems found were damage to the mounting holes on the main circuit board, damage to the plunger cable from being installed incorrectly and the gear mechanisms inside the plunger to be misaligned. The ear clip optocoupler and plunger cable were replaced along with the main circuit board due to physical damage, even though it appeared to be functioning properly.

Event description:
It was reported that the device had a mainboard issue and sensor failure during start-up self testing. There was no patient involvement.